Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set and rotated the infusion set site to a different location. Customer's blood glucose was 229 mg/dl. As pump supplies were changed, cause of blockage could not be determined.